Event description:
The infusion pump was received at a service facility with a vague report of it being inaccurate. The pump may have been in clinical use at the time of the reported fluid discrepancy. No add'l info was able to be received. No pt injury was reported.